Event description:
Customer called on (B)(6) 2012 reporting of a leak of blood dripping from under the needle of the beckman coulter coulter lh 750 hematology analyzer. Customer reported that there was no biohazard exposure to anyone and no contact to open or broken skin or mucous membranes was reported. Customer stated that the lab techs were using personal protective equipment consisting of lab coat and gloves. No patient results were affected and no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and found that the yellow stripe tube going through vl57 (probe/needle drain vacuum line) was cut. Fse replaced the tube and repair was verified as per established procedures. Root cause for the leak was cut tubing going through vl57.

Manufacturer narrative:
(B)(4).